Event description:
It was reported that when performing the step of pre-flushing for catheter placement in this patient, the operator found sand holes with the upper part of the proximal catheter and immediately opened the package of a new catheter to complete catheter placement. It was stated this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4170 showed three other similar product complaint(s) from this lot number. Device not returned for evaluation.